Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that since patient's motor vehicle accident in (B)(6) 2016 since then their system had not been working properly and gradually became worse even after meeting with manufacturing representative (rep) for reprogramming. Patient mentioned that the system was shocking him. Patient said he had complete system replacement and on the surgical notes, the surgeon had written that there was a malfunction of the implantable neuro stimulator (ins). Patient was asking for compensation for the pain and suffering he experienced with system since he had the motor vehicle accident: shocking and pain/suffering from system removed and new one implanted. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss of stimulation. They stated their stimulation is only working on the left side, and not the right side. They noted that this issue has been progressively getting worse, and now the right side does not work at all. The patient has been referred to a neurosurgeon to determine the root cause. It was mentioned that the patient has received epidural injections in their cervical area. The manufacturing representative tried to program around the issue, but had no success. The patient stated that this issue occurred after a motor vehicle accident. They have an appointment on (B)(6) 2017 to follow-up with their healthcare provider. Indication for use includes non-malignant pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information was received from the consumer regarding the patient. The patient reported that his pain had returned and his mobility was affected due to the loss of the therapy. He stated that a computerized tomography (CT) scan was conducted to verify that the ¿lead wires pulled loose.¿ the patient stated he met with a representative (rep) on (B)(6) 2017 to verify that. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.